Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch # 303d53. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No patient consequense. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No change. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record was performed for the finished device ech60s lot number a97y1v and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 303d53, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device would not fire. There was no patient consequence nor surgical delay reported. No additional information provided.